Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for non-ischemic ventricular tachycardia - left with thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident requiring reanimation. Stroke caused during retroaortic approach to left ventricle. The patient was intubated by healthcare professional and sent to reanimation service. The event occurred during use of biosense webster products. According to the physician¿s opinion, the patient condition leaded to a stroke. He thinks manipulation snatched an atheromatous plaque in the aorta during a retroartic femoral puncture to access the left ventricle. He was hospitalized in resuscitation service to treat the stroke. The patient had several comorbidities. Last friday, the patient had tetraplegia, only able to move his eyes. No ablation was performed. All force visualization features were used. Since no ablation was performed the visitag parameters were not engaged.